Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17331353 presented no issues during the manufacturing process that can be related to the reported event. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 4mmx2cm saber percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and inflated, however it ruptured within its rated burst pressure. No patient injury was reported. The lesion was the iliac artery and it was heavily calcified with stenosis. The saber pta bc was replaced with a new unknown scoring bc and the procedure was continued.

Manufacturer narrative:
As reported, a 4x20mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and inflated, however it ruptured within its rated burst pressure. The saber pta bc was replaced with a new unknown scoring bc and the procedure was continued. No patient injury was reported. The lesion was the iliac artery and it was heavily calcified with stenosis. Multiple attempts were made without success to obtain additional information. The device was not returned for analysis. A device history record (DHR) review of lot 17331353 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, lesion characteristics (heavily calcified) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.